Event description:
During a hip fracture surgery the doctor was inserting the helical blade coupling screw into the helical blade inserter, the coupling screw stripped. The surgeon was able to continue the insertion using the same coupling screw. The surgery was completed without any additional problems. Nothing broke into or fell into the wound. No additional time in the or was needed. After the procedure the helical blade inserter would not disassemble for sterilization. The small pin had snapped off. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The returned helical blade inserter was returned with some small dings and large gouges on the gold handle. The ears of the alignment indicator have several dents and are bent. The alignment pin is sheared off and was not returned for evaluation. The alignment indicator spins freely about the inserter. A review of the trochanteric fixation nail design risk assessment confirms that the estimated risk level of less severe adequately assesses the risk of the complaint condition with a moderate severity of harm 3 and an unlikely probability of occurrence 2. Specifically, the 12th hazard listed for the 12th line item addresses the indicator top of blade inserter either being jammed or freely spinning due to surgeon hammering on the ears of this indicator instead of the coupling screw head. This may cause the pin in the indicator to be damaged and therefore the indicator may spin freely or it may become jammed. For the returned device, the pin has sheared off and the indicator spins freely. The primary purpose of the indicator is to capture the gold handle on the inserter. If the top spins freely or becomes jammed, it is still held in place and does not fall off of the helical blade inserter and therefore the case can be completed without incident. There are numerous dents on the alignment indicator and the knurled surface of the set screw indicating that it has been struck with the mallet during use and the pin is damaged and the set screw is broken inside the indicator as a result. The returned device was manufactured in january 2004 and is over 9 years old and shows evidence of numerous hammer blows to the alignment indicator. The design is adequate for its intended use and did not contribute to the complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and the product passed inspection at the time of release to warehouse. The product was received and the investigation is ongoing. Placeholder.